Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint could not be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined for the dislocation and instability. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01621. D10: cat #: 51-101080 / tprlc 133 fp type1 pps ho 8.0 / lot #: 3622261. Cat #: 00875705201 / 52mm o.d. Size ii porous uncemented with cluster holes shell use with ii liners / lot #: 65792472. Cat #: 650-1162 / delta cer fem hd 32/0mm t1 / lot #: 3145188. G2: new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip revision approximately two months¿ post implantation due to instability and an infection. During the procedure, while removing the head and liner, the stem fell out of the patient¿s femur. The head and liner were removed and replaced. Attempts have been made and no further information is available.